Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the last couple of nights the insulin pump had been shutting down. They were having sensor discrepancies. Troubleshooting was performed. The customer's sensor glucose reading from the reported event was 270 mg/dl while their blood glucose reading was 404 mg/dl. The customer stated that insulin delivery was suspended due to the sensor glucose. It had occurred multiple times. The suspend on low limit in the sensor setting was 80 mg/dl. The customer declined troubleshooting for the high blood glucose. They had treated their high blood glucose with a bolus. The product will not be returned for analysis.